Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the right atrial lead was extracted due to noise. The patient's status both before and after the procedure was not provided, and no additional information is available at this time.